Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The device was received with a vertical crack in the battery threads located above the left belt clip rail.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. Customer stated that they noticed a crack inside the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.